Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 140-400 mg/dl. Customer changed the pump supplies or changed the infusion set site to address the issue, and ultimately reverted to an alternate pump for insulin therapy.